Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 6 of 6: reference MFR. Report: 1627487-2017-00692, reference MFR. Report: 1627487-2017-00693, reference MFR. Report: 1627487-2017-00694, reference MFR. Report: 1627487-2017-00695, reference MFR. Report: 1627487-2017-01936. The patient has four off-label leads implanted as part of her system. In addition, the patient has two extensions with the same lot number. The patient reported she presented to the emergency room due to drainage from her temple incisions. Antibiotics were administered to the patient. The patient has a history of (B)(6). The patient stated the pain, redness and drainage has resolved thereafter; however, the patient continues to be on antibiotics. Follow-up identified the patient developed an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2017 to explant the patient's system.